Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the cuff connecting tube was confirmed. All components were removed and replaced. The cause of the cuff connecting tube crack was not detailed by the hospital. No patient complications were reported.